Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to faulty a faulty force sensor. The motor was tested outside of the device, and it passed. No cosmetic damage was noted.

Event description:
It was reported the customer had a motor error alarm during a bolus. Customer stated they did not drop or bump their insulin pump. Customer's insulin pump was also not exposed to a high magnetic field. The drive support cap on the customer's insulin pump also appeared to be normal. Customer was able to clear the alarm and deliver a bolus. The customer's blood glucose was 5.2 mmol/l. Customer was advised the insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.